Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that the patient was seen for "fever and bacteremia," and treated with antibiotics for one month. Also noted there is vegetation growing in the patient's heart and is positive for (B)(6). The device and right atrial lead were explanted and not replaced. The patient is not pacemaker dependent. The right ventricular lead which was also removed is a competitive product. No further complications have been reported as a result of this event.